Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms even after the battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Device returned with pump error 53 and 43 on (B)(6) 2022. Device's history and trace files downloaded successfully using thus software. Device passed rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement test. No pump error 53 and 43 alarms noted during testing . Pump error 53 was present on event date of 02-jan-2022 at 11:36 am. Esf#: (B)(4). Line number: (B)(4), file number: (B)(4). Pump error 43 was present on event date of 02-jan-2022 at 11:36am. Device was cut open to perform visual inspection and found evidence of moisture damage on electronic assembly. Also during visual inspection there is corrosion on the motor home switch. The motor was tested outside of the device and passed. Test p-cap/reservoir locks properly into place. During visual inspection, the following were noted: scratched case ,cracked case (battery tube), cracked case-corner of belt clip rails, stained keypad overlay, corroded battery tube, battery tube threads - cracked, and pillowing keypad overlay. Pump error 53 confirmed on event date of 02-jan-2022 at 11:36am (line number: (B)(4), and file number: (B)(4) due to a software anomaly esf#: (B)(4). Pump error 43 alarm confirmed in pump history files on (B)(6) 2022 at 11:36am due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.